Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. A specific cause for these events was unable to be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events was unable to be conclusively established through this evaluation. The controller event log file contained events from 15jul2025 through 18jul2025. Several low flow hazard alarms were observed on 17jul2025 and were associated with elevated pulsatility index values. No other notable events or alarms were captured, and the device appeared to operate as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (b)(), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. D are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was 3 days post-operation from the left ventricular assist device implant and experienced some right heart dysfunction. The patient received an impella cardiac power (cp) as a right ventricular assist device (rvad) the afternoon of 18jul2025 due to decompensation after log files were obtained. The flow dropped between 2.0 and 3.0 trending with pulsatility index (pi) elevations despite mean arterial pressures (maps) in the 50s and 60s. The chest tube output was stable and decreasing so bleeding did not seem to be an issue. The patient did have a post-procedure echocardiogram, which showed good forward movement of both the left and right ventricle flow on support. The patient also started on dobutamine to chemically support the right ventricle. Log files were submitted for review. Following review, it appeared that the event log contained alarms associated with the recent implant on (B)(6) 2025. The log also contained low flow estimates, as well as low flow hazard events on 17jul2025 when the calculated pulsatility index (pi) was elevated. The flow readings did not appear to have been the result of any external equipment malfunction. The mechanical circulatory support (mcs) equipment appeared to have operated as intended both electronically and mechanically.